Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-oct-2019 with the following findings: a visual inspection of the pump showed the battery compartment was cracked. The battery cap had stripped threads and was unable to secure tightly to power on the pump, duplicating the power issue. A test cap was able to secure enough and power up the pump. During investigation, the pump was exercised for 12 hours using the test battery cap with no power loss or rebooting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted the battery compartment was cracked and the battery cap had stripped threads. The cap was unable to tighten securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.